Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose (bg) level ranged from 400 mg/dl to "high" on the continuous glucose monitor. The cause for the elevated bg was due to the customer having a hard time changing supplies, which caused the bg to rise. A correction bolus was delivered via the pump to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.